Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the collimators intermittently remained closed at boot up. There is no report of injury or death associated with the event described in this complaint.